Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture.

Event description:
Healthcare professional reported a right side removal is noted as ¿implant rupture.¿ manufacturer is unknown. Device has been explanted.